Manufacturer narrative:
The reported condition was not confirmed as the instrument jaws opened and closed without difficulty. The device was confirmed for an unrelated condition. The cutting edge of the knife blade is slightly damaged. The damage is attributed to the user firing into an obstruction.

Event description:
The product was used during a bullectomy procedure. Reportedly, the instrument was difficult to open. The hospital has reported no patient injury occurred.